Manufacturer narrative:
Product investigation: the device was visually inspected and the pebax was found damage without wires exposed. Then, deflection test was performed and the catheter failed. A failure analysis was performed and the catheter handle was opened; the puller wire was found broken, a closer inspection revealed that the polymide was bonded to the side arm assembly causing the deflection issue. Additionally, a scanning electron microscope (sem) testing was performed on the damage area and the results showed evidence of mechanical damage, stress marks and some holes on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter and a deflection issue occurred. It was reported that the deflection mechanism was not working properly. They changed to another unspecified catheter to complete the procedure. There was no patient consequence. The issue of deflection not working is not considered a reportable malfunction. On 02/22/2018, the bwi failure analysis lab received the device for evaluation. On 05/04/2018, further product evaluation, which included scanning electron microscope (sem) testing, found evidence of mechanical damage, stress marks and some holes on the surface of the pebax. It is possible that the damage was generated with an unknown object. The issue of a hole being found on the pebax is considered a reportable malfunction. As such, the awareness date for this record is 05/04/2018 because this is when the reportable malfunction was identified by the bwi failure analysis lab.